Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with an e630 (screw rotation error) error code. At an unknown time, the device was programmed to deliver an unspecified medication. It was reported that when the patient pressed the bolus button, the device alarmed for 630. The device was immediately removed from clinical use. A replacement device was used to resume therapy. There were no reports of any adverse patient events or delays in critical therapy. No additional information was provided.